Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first trocar seal was leaking pneumo. A second device was pulled and the same thing occurred. A third device was pulled and minimal amount of pneumo was leaking. The case was completed with the third device with no patient consequcne. All three devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.